Event description:
A patient with a dehisced surgical abdominal wound had v.a.c. Therapy initiated in the hospital in 2008, and continued v.a.c. Therapy after transitioning home. According to the patient, the v.a.c. Dressing was applied in the hospital at about 20 days later, prior to going home. At about three days later, the home health nurse reported during their first dressing change, foam particles were left behind in the wound when the dressing was removed. The nurse indicated that she was able to remove most of the foam particles, however, patient required surgical debridement under general anesthesia to remove remaining foam particles.

Manufacturer narrative:
V.a.c. Labeling cautions "do not cut the foam over the wound, as fragments may fall into the wound. Away from the wound site, rub foam edges to remove any fragments or loose particles that may fall into or be left in the wound upon dressing removal."